Event description:
Healthcare professional reported "rupture and capsular contractures, baker grade iii". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening and missing assessed as inconclusive . ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade iii". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade iii". This record is for the left side. Device has been explanted.